Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown head, unknown, unknown, unknown stem, unknown. Report source, literature: zadzilka, j.d. Et al (2018). Do porous tantalum cups increase bone mineral density on the acetabular bone stock after revision tha? Unpublished manuscript, cleveland clinic, cleveland, oh. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01873, 0001822565 - 2018 - 01874, 0001822565 - 2018 - 01875. Product location unknown.

Event description:
It was reported in a journal article that one patient was revised within thirty days of primary surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.